Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.6, lab: 1.8. Target inr 2.2-2.7.

Manufacturer narrative:
Investigation pending.